Event description:
It was reported that the patient had stimulation off for a while and had decided to use therapy again. Her healthcare provider (hcp) told her to charge up the device before meeting with the manufacturing representative (rep). When she was trying to charge her device, the patient was not getting any coupling. It was confirmed she was seeing the implantable neurostimulator (ins) charging icon and it was blinking at the 50% mark. She had tried turning the antenna dial and using the belt but still got no coupling and she was charging directly on her skin over the device. She could feel a bump and was charging in that location. The patient thought her ins had moved up a little bit but was uncertain of when this occurred. The ins was located on the left side of the abdomen. She noticed the issue with no coupling today when she went to charge. After 2 tries of the antenna locate feature, she was seeing the poor communication screen. She did not have a programmer and had not charged her device in a couple months. When she left the insr be, she started to see the insr charging screen and the battery level went up to 75%. It was confirmed that she was looking at the insr battery icon and not the ins battery. The patient never saw any coupling boxes on her screen. The patient was also having severe back pain, which started about 1.5 to 2 months ago. The ins was implanted to help with back pain and leg weakness. She saw the hcp yesterday and they did tests. Her spine was metal that connected to the head to the end of her tailbone. The only place it was "not done" was where the ins was. She had "spurs on both disks and no gel where should be gel." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).